Event description:
In 2008, a male underwent initial aaa repair as labeled, (patient's anatomical form was suitable for endovascular repair). Blood leakage occurred from the hemostatic valve of the main body delivery system after grey positioner was withdrawn from main body. The amount of blood leakage was 140cc. The wire guide was moved to the center of the valve, yet the blood leakage still occurred. To stop blood leakage, the main body sheath was pinched by forceps. (Refer to 1820334-2008-00381). Also, incomplete expansion of the contralateral iliac leg graft was observed by an angiography from the contralateral sheath after the graft was placed. After final angiography, it was confirmed that the contralateral iliac leg graft was not expanded appropriately. The physician believes it is possible the location of the graft on the contralateral iliac leg may have had calcification. Patient outcome unknown.

Manufacturer narrative:
Evaluation: this event is still under investigation.